Event description:
The patient contacted lifescan alleging that their surestep enhanced meter would not power on. The patient went to the ER since they were unable to test their blood glucose level. They were unable to indicate if they experience symptoms at the time of concern. No actions were taken prior to visiting the ER that would affect their blood glucose levels. They were administered insulin based on the ER meter reading of 176 mg/dl. The patient did not allege harm. There is no information to suggest that they experience injury. The meter, control solution, and test strips were replaced.